Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. In addition, only your healthcare provider can determine your cgm settings and how you should use your sensor trend information to help you manage your diabetes. Incorrect settings can result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (value not provided. Reportedly, customer increased pump basal rate without consulting with healthcare professional. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.